Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a representative and healthcare provider regarding a patient receiving intrathecal dilaudid 100 mcg/day. The patient missed their refill date, and the pump should have been alarming; however, the patient did not hear the alarm, and their nurse did not hear one either. The critical alarm interval was set to every ten minutes. The patient was thin so the pump was "pretty superficial". On (B)(6) 2015 the pump was interrogated and revealed an empty pump had occurred, and an alarm was occurring due to an empty pump. The expected residual volume was 0 ml and the actual residual volume was 0 ml. The patient reported to their doctor that they thought they were in withdrawal; however, the doctor did not believe this to be true because the patient was on a low dose of dilaudid. The doctor felt that the symptoms were psychological in nature. The pump was successfully refilled on (B)(6) 2015. No surgical intervention occurred, and none was planned. The patient was to be seen again on (B)(6) 2015, and the alarms were to be tested in the clinic.